Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) was intermittently under-sensing. The patient was asymptomatic. No changes were made and there were no consequences to the patient.